Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) (B)(4) and was visually inspected. Results: the visual inspection of the evaqua limb revealed there was a hole 67 cm from the chamber elbow connector. Conclusion: the leak was most likely caused by the evaqua limb being punctured by a blunt object. A lot check revealed no other complaints of this nature for the lot number provided. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by blunt or sharp objects and non-fph circuit hangers. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a servo-I ventilator and a pb840 ventilator. This was found prior to patient use.